Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Concomitant medical products: model: ddbb1d1, ICD; implanted: (B)(6) 2016-.

Event description:
It was reported that the patients right ventricular (rv) lead was found to have elevated/high thresholds, diminished sensing and falling/low impedance. The electrophysiologist (ep) was concerned of potential exit block at the site of the lead. The lead was extracted and a new lead placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.